Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1900179 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips are misfiring. The incident is just that the device jammed in each case with a cracking sound within the device and the clip did not lock properly; tried to clear the device to bring another clip forward but the device would not allow this.